Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: broken IV pump set leaked blood. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample in open packaging and two photographs were provided for evaluation. Upon visual inspection of the returned sample, it was noted that the tip of the backcheck valve was broken inside the caresite y-site. The reported concern was unable to be confirmed to be a manufacturing defect. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Clinical staff should use caution when handling the valves. When attaching/detaching additional devices to the y-site, users should only grip the caresite valve and avoid squeezing the subassembly where the caresite and backcheck valve are bonded together. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.